Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient was seen in office and it was found that the device was at vvi65 and had a power on reset. The nurse reported that there was approximately 14 days of device diagnostic data available. The patient reported that there had been major electrical storms recently in the area. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)